Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6).